Event description:
It was reported that the user experienced hypoglycemia while using the ilet and occasionally paused insulin delivery to avoid lows, defining lows as below 80 mg/dl; one documented low was 50 mg/dl lasting about 10 minutes and treated with oral carbohydrates (approximately 6 oz gatorade and eight gummies). Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included review of user-reported logs and troubleshooting with education on appropriate low treatment and device use. Investigation of this case revealed no device alarms and no device malfunction identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance